Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the rep the pmw55 stapler was being used to close the chest incision and the instrument made a strange noise during the firing stroke. The staples did not form properly. There was no consequence to the pt.